Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Additionally, the pump was hot to the touch. Customer was unable to clear the alarms and continued to use the pump for insulin therapy. The customer also has manual injections if necessary. Customer¿s blood glucose level was 82 mg/dl.